Event description:
Healthcare professional reported injecting a clinical patient in the cheeks bilaterally with 4.25ml with harmonyca lidocaine. Approximately one month later, the patient received a touch-up treatment bilaterally with 2.5ml of harmonyca lidocaine. Two months later the patient experienced, "coccyx fracture," deemed not device related. The patient was treated with ibuprofen. Event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00289 (allergan complaint (B)(4). This MDR is being submitted for the first suspect product, harmonyca lidocaine.

Manufacturer narrative:
Clarification type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of coccyx fracture, deemed not device related is considered an unexpected adverse drug experience.